Event description:
It was reported that the patient presented to the emergency room due to fatigue and shortness of breath. Device interrogation revealed loss of capture and high pacing impedance on the right ventricular lead. The physician elected to cap and replace the lead. The patient condition was stable.